Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump had a crack from battery compartment to bottom of insulin pump. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with normal sleep currents. The pump was monitored for several days and no blank display was noted. The battery tube connector was plugged in properly during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage, a cracked case behind the pump near the battery compartment and minor scratches on the lcd window.